Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer found drawer board shorted and bad with no lights. The fse replace all bad parts from drawers 2-5 shorted to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a power issue. The customer stated that the entire machine is done and cannot be used at this point causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.